Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the total hip arthroplasty (tha) surgery for osteoarthritis (oa) with the guide wire. When a massive bone graft was performed on the right acetabulum, a guide wire was used with 4.0mm ccs. At that time, the guide wire was broken in the bone and remained in the body. The surgery was completed successfully without any surgical delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) guidewire ø1.25 w/thread-tip w/trocar l1. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.